Event description:
During a surgical procedure while using the device, the white ceramic tip fell inside the patient. No injury to the patient reported. The tip was retrieved by the surgeon.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip has become loose from the tube. Further investigation of the ceramic tip indicating a third party repair was performed on the instrument. A third party repair stamps is present on the tube. Dents are noted along the length of the steel tube. The admission of the use of a third party repair facility is of great concern because gyrus acmi has no control of the quality of the repair in this type of situation.